Event description:
The customer reported that during an angiographic procedure, the catheter tip broke off while the physician was pulling the catheter out of the vessel. A "basket" was reported to have been used to retrieve the catheter tip from the pt. No other harm or injury has been reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not indicate if this was the initial use of the device. Add'l info for this event has been requested on (B)(6) 2013. The device history record was reviewed and found no exception documents. The eval is in process. A follow up report will be submitted when the eval has been completed.